Manufacturer narrative:
The referenced scope was returned to the olympus service center. The service inspection confirmed the customer¿s reported issue, broken rod lens inside the optical system was found. The inspection also noted the rigid outer tube is bent, distal end has light guide fiber breakage and minor dents, and minor fading of the model markings. The investigation is still in progress; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus sales representative was informed by the customer that the autoclavable rigid telescope has ¿broken lens¿. It is unknown when the broken lens occurred, however, the surgeon observed the scope was not functioning properly during procedure. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported broken telescope lens/ components could not be definitively determined, however, the damage can most likely be attributable to improper handling/excessive force. Olympus will continue to monitor field performance for this device.